Event description:
Serious fault on my novorapid (insulin) pen holder [device failure] ([blood glucose increased], [hypoglycaemia]) would appear that the file of insulin that I was using was not working correctly [product quality issue]. For the last seven days my blood sugars have been much higher than normal [blood glucose increased] second pen holder is also faulty in so far as it does not give you a reading of insulin amounts from the previous injection [device malfunction]. Case description: does the incident represent a serious public health threat? No. Confirmed by a nurse from the (B)(6) concerns a (B)(6)-year-old female patient (age unknown) who was treated with novopen echo (batch no. (B)(4)) (insulin delivery device), novopen echo (batch no. Unknown) (insulin delivery device), novorapid penfill (fast acting insulin aspart) and levemir (insulin detemir) from an unknown date for diabetes mellitus and reported "serious fault on my novorapid (insulin) pen holder", "blood sugars were running dangerously high", "very serious hypo attack", "second pen holder is also faulty in so far as it does not give you a reading of insulin amounts from the previous injection" and "would appear that the file of insulin that I was using was not working correctly" all beginning on an unknown date and "for the last seven days my blood sugars have been much higher than normal" beginning on (B)(6) 2014. Patient's height: not reported. Medical history includes diabetes mellitus (for 60 years, since 1954). The patient reported that she had a serious fault in her novorapid (insulin) pen holder. For two days she was injecting air and not insulin. Her blood sugars were running dangerously high and she takes great care to keep her blood sugar level and her diet in order. She discovered the problem by putting a measured dose of 30 units onto paper, the plunger moved but nothing came out. She had two testing meters so she used her accucheck expert to try and correct the problem, which resulted in a very serious hypo attack during the night. Patient reported that she takes great care to keep her blood sugar level and her diet in order. Patient mentioned that if her husband had not been with her, it could have been a life threatening incident or she might have died. It was reported that patient's second pen holder is also faulty in so far as it does not give the reading of insulin amounts from the previous injection. The patient used bd microfine 0.23 x 4mm needles and changed needle after each injection and stored device with needle attached. Patient has an average reading of 6-7 so reading of 18 and up (18-23) meant that the patient's life could have been at risk. The patient had been using novorapid insulin pend refills to go the suspected pen. Again the patient mentioned that since (B)(6) 2014, blood sugars have been much higher than normal. The patient contacted her doctor on friday last (B)(6) 2014 and he suggested to increase the levemir (insulin detemir) dose (which she use to take at breakfast and evening meal times). It would appear that the file of insulin that she was using was not working correctly as when she changed to a new file of insulin on monday (B)(6) 2014, blood sugar reading came down within hours. The patient mentioned that she is extremely careful with her diet and her injections but when the carbohydrate intake when down by one third last week and her insulin unit went up from 12-14 per day to 24-32 so she could not see any other explanation other than a fault within the insulin. Once again she had unnecessary stress and had been quite unwell. Action taken to novopen echo (batch no. (B)(4)), novopen echo (batch no. Unknown) and novorapid penfill was not reported. Action taken to levemir as dose increased. The outcome of the event "for the last seven days my blood sugars have been much higher than normal" was reported as recovered. Outcome of all other events were reported as unknown. Reporter's comment: patient has received a jiffy bag to return the device. Contacted on (B)(6) 2014 and agreed to send a jiffy bag for return of the insulin and she agreed to be contacted for follow up information where she would provide further patient details after obtaining consent from the patient. Reporter comment: no health care professional information was provided at the time of the initial report. Patient mentioned that she will be returning to (B)(6) and will consult her doctor. Patient has concern that other patients may be having the same problem and felt that some recompense should be made and more stringent checks should be done and this product so that other diabetics do not have to cope with such a traumatic event.